Event description:
Patient reported infusion set tubing separating at the luer lock connection. He indicated that he discovered this issue as the result of a visual inspection. Patient stated that he switched to insulin injection therapy. He indicated that product expired on 11/01/06. He did not report any physioligocal effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Patient discarded product, therefore it will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.